Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a pt was returned to surgery five days following device implant. The surgeon noted during the reoperation that the device was broken. The device was explanted and replaced with a different mesh. No further info was provided. The pt is reported as "recovered."